Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that a programmer error resulted in the patient¿s spinal cord stimulator being programmed to 800 hz and 300 msec instead of 3000 hz and 800 msec. The error was discovered as a result of patient experiencing longer than usual recharging times. The outcome was resolved without sequelae. Diagnostic methods included device interrogation. The etiology was noted as not applicable to the device or therapy and not related to the implant. No signs or symptoms were associated with the event. Additional information received from a legal complaint reported that the, ¿battery began to malfunction immediately after implant,¿ the ¿battery prematurely depleted,¿ and the device would not ¿charge properly.¿ the legal complaint further reported that, ¿even after four to six hours of charging the battery, the battery would not be fully charged.¿ the legal complaint reports that because of the alleged problems with the battery and a claim that the ¿device was not functioning properly,¿ the patient exited the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative noted they needed to charge 6+ hours per day. The ¿date of defect¿ was reported as (B)(4) 2015. No further complications were reported or anticipated. (B)(6) for additional information regarding the patient¿s experience with their device and for details regarding the eventual explant of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the device required daily charging. The indication for use included chronic back, spinal pain, and leg pain.